Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds. The lead experienced high impedance out of range. Technical services (ts) was consulted, and suspects lead microdislodgement; however, it has not been confirmed. Ts recommended performing x-rays. The lead remains in service. No adverse patient effects were reported.